Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed. There was no patient injury.